Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duopa treatment started (B)(6) 2018. It was reported (B)(6) 2020 that the patient had redness around the stoma area with yellow discharge/infection. Mdo prescribed oral antibiotic keflex (generic) 500 mg for 7 days and site had gotten better. Also used triple antibiotic cream and alcohol. The patient saw the surgeon on (B)(6) 2020 to assess the site but did not recommend any treatment or wanted the patient to continue the keflex. Reporter stated the surgeon did not think the condition of the stoma site needed the antibiotics.

Manufacturer narrative:
Correction: reference record (B)(4).

Event description:
See h10.